Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication that may be associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Although a definitive cause and relationship to the device cannot be determined, with review of the available information there is no indication of any device malfunction or performance issues impacting the events. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced urinary tract bleeding on (B)(6) 2015 resulting in 4 units of packed red blood cell transfusion on (B)(6) 2015. The patient was on warfarin and aspirin as anticoagulation therapy for lvad. During the hospitalization the patient was given IV drug therapy for urinary tract infection. The patient was discharged on (B)(6) 2015 after cystoscopy and arterial embolization. On (B)(6) 2015, the patient was readmitted for urinary tract bleeding again and was treated with 4 units of packed red blood cells transfusion on (B)(6) 2015. The same day on (B)(6) 2015, the patient underwent multiple placements of bilateral percutaneous nephrostomy tubes for obstructive uropathy. This time the patient was not on any anticoagulation. Final discharge date for this event was on (B)(6) 2015.